Event description:
Caller reported difficulty in pressing the quick bolus/wake button on the pump, which sometimes required multiple presses to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to ensure the pump was not connected to a power source and to use the tip of their finger to press the button center firmly while supporting the pump. After following these instructions, the button functioned correctly, and the caller acknowledged the resolution.